Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain and peripheral neuropathy. It was reported that the patient was having their device removed as it had caused more pain and they had not used it in six months. The event date was not reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were having an MRI performed. The patient wanted to know if it was okay to have an MRI. The patient was redirected to have healthcare provider request compatibility requirements directly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2017-06-21 crts 3573071 (con): information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain and peripheral neuropathy. It was reported that the patient was having their device removed as it had caused more pain and they had not used it in six months. The event date was not reported. No further complications were reported/anticipated. (B)(6) 2017 crts 3573071 (con): additional information was received from the patient. It was reported that they were having an MRI performed. The patient wanted to know if it was okay to have an MRI. The patient was redirected to have healthcare provider request compatibility requirements directly. No further complications were reported. (B)(6) 2017 crts 3574344 (con): ** omitted information regarding a blank screen and beeping on the insr as it is captured in pe 701927123. ** additional information was received from the patient. It was reported that their implantable neurostimulator (ins) was in an overdischarged state. The patient stated that they hadn¿t charged their device in six months. It was reviewed that the patient would have to contact their healthcare provider (hcp) and a manufacturer representative to perform a physician mode reset (pmr) in order to get the ins out of its overdischarged state. It was noted that the issue occurred six months prior to the date of this report. No further complications were reported or anticipated.